Event description:
It was reported that a physician was attempting to deploy a 3.0mm diameter x 38mm length endeavor resolute drug eluting stent to treat a lesion in patient that was pre-dilated, however it was reported that the stent could not pass the lesion. When the device was returned to the manufacturing facility, the stent was noted to be damaged. No patient injury or other sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 14th and 15th distal segments were slightly raised and deformed. Cine image review: the images confirm multiple lesions in the rca vessel. The vessel has significant stenosis and tortuosity. Two wires were positioned in the vessel. The vessel is pre-dilated and a stent is deployed in the distal rca. There does not appear to be any images of the failed endeavor resolute stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology; procedural images the vessel has significant stenosis and tortuosity). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; procedural images the vessel has significant stenosis and tortuosity). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).